Event description:
Received entire IV bag of 250cc d5w with 25,000 units of heparin in a short period of time, due to IV pump failure. IV pump set up at 10,000 units per hour and pump showed only 22 cc was given, but the entire IV bag was infused.